Event description:
The facility reported a pump that is infusing inaccurately on channel c. This occurred during pt use, but it is unk at what step in the process it occurred. There was no pt injury or medical intervention necessary according to the hospital rep.